Event description:
The customer called technical support (ts) and reported the device breath rate is fast. It is giving incorrect breathing for an adult. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to reset unit to factory defaults and test with bi-pap test connector. The customer reset the unit to factory defaults and tested with the bi-pap test connector. Customer reported the unit is now operating as expected. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.